Event description:
Patient reported she was experiencing pain, constipation, diarrhea, vomiting, etc. Also the patient alleges the mesh and sutures were migrating which lead to the mesh being explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.